Event description:
Medtronic received the following information from a journal article entitled: ¿thoracic endovascular aortic repair with left subclavian artery revascularization for type b aortic dissection: outcomes of fenestrated physician-modified stent-graft versus unibody si ngle-branched stent-graft¿ the time frame of this study was over a three-year period. Valiant captivia stent grafts were physician modified and implanted in 37 patients for the endovascular treatment of tbad. 10 of these patients had non-medtronic bridging stents implanted in the fenestration. This cohort of patients were compared to patients who underwent tevar with a non-medtronic single branched stent graft. Patient mortality was reported of which one death was deemed to be aortic related in the valiant captivia group. No further information was provided pertaining to a medtronic product.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: ¿thoracic endovascular aortic repair with left subclavian artery revascularization for type b aortic dissection: outcomes of fenestrated physician-modified stent-graft versus unibody si ngle-branched stent-graft¿ li xiaoye, xu b, zhao w, zhang c, zhang l, lu q ann vasc surg 2025; 118: 48¿55 https://doi.org/10.1016/j.avsg.2025.04.113. No unique device identifier serial numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: average age a3a: majority sex date of publish used for incident date in section 2.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.